Event description:
A 55-year-old male who was alert, extubated, and walking on his first day following open heart surgery, aortic valve replacement, aneurysm repair experienced r on t wave event, vfib arrest following pacemaker discharge. Patient was resuscitated and aspirated during intubation. He developed further complications and died on his 6th post-op day.